Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seal was removed/broken on bottom case and plunger assembly. The device was cracked on right front corner of top case. Error history log review found force sensor bridge test. Power up process and testing of force sensor were performed. Power up process and testing force sensor. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 5 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced force sensor and plunger cable. Performed preventative maintenance and all functional testing.

Event description:
It was reported that force sensor bridge test failure occurred. There was no patient involved and no patient injury was reported.